Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on march 3, 2017. (B)(4). The sample was not returned for evaluation; therefore, a complete investigation was not able to be conducted. A photo was provided of the circuit awaiting setup on a cart. The photo shows the circuit sitting on a cart in the o.r., and does not seem to be in any order or placed neatly. The centrifugal pump is visible in the photo, and a paper clip is not noted anywhere on the pump. All pumps undergo 100% visual inspection during the manufacturing process. The affected pump was a bulk pump that was sent to tcvs (B)(4) plant and manufactured into a tubing pack kit. Additional visual inspection and handling of the device took place during this process. Tcvs (B)(4) noted that paper is not used during their manufacturing process, as a paperless system is utilized, thus, no paper clips are near the manufacturing process. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a paper clip stuck between the motor and the centrifugal pumphead. The customer changed out the motor but continued to use the centrifugal pumphead. No known impact or consequence to the patient. Delay for about 6 minutes. Product was not changed out. Surgery was completed successfully.